Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that unexpected suspend [low sg] occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged exposed to moisture damage (insulin around the reservoir compartment), prime/fill anomaly, pump error 35, unexpected suspend during bolus delivery, and motor anomaly. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. No motor anomaly or rewind anomaly noted during testing. No pump error 35 noted during testing, in the formatted history file or when reviewing the in the event date in the pump's alarm history screen. The pump passed the prime/seating test. The pump also recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 the pump s properly with water exiting the infusion set. No prime/seating anomaly or prime/fill anomaly noted. The reservoir matches the units left on the pumps status screen. The pump communicated properly with the glucose sensor simulator and the guardian link 2. The test bg value was displayed on the pump screen. The pump was programmed with test boluses and all blouses delivered properly with no unexpected suspend anomaly noted. No communication anomaly, calibration anomaly, or unexpected suspend anomaly noted during testing. The suspend on low alarm functions properly during testing. The following were noted during visual inspection: scratched case, scratched serial number label and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. During visual inspection, no moisture damage noted on the electronic assembly, motor, or force sensor. No insulin odor/moisture damage noted in the reservoir compartment. The motor was tested outside of the pump and passed. The pump passed the functional testing. The customer alleged exposed to moisture damage, prime/fill anomaly, pump error 35, unexpected suspend anomaly, and motor anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.